Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose reading of 570 mg/dl after a recent infusion set change, with moderate ketones and no odor or dampness at the site; the user later performed a full supply change and blood glucose returned to range, and education was provided on appropriate infusion site selection. Symptoms included hyperglycemia with moderate ketones. Outcomes included recovery without hospitalization. Investigation included troubleshooting over the phone, review of infusion site conditions, and user re-education on proper infusion site location and supply change. Investigation of this case revealed no visible device or set defect and suggested an infusion site location issue leading to reduced insulin delivery despite intact hardware. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion site¿related hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.